Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-02516 and 1627487-2019-02517. It was reported the patient underwent surgical intervention due to the scs system exhibiting low impedances and unable to be set to MRI mode. Reportedly, upon x-ray examination, the scs leads were touching. The leads were moved and the ipg was replaced, the physician suspected the ipg was faulty. Postoperative, the system impedances were within normal range. The patient's scs system was successfully set to MRI mode and the patient was discharged.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-02516 and 1627487-2019-02517.